Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that high impedances were found on electrodes 2 and 9 through 13. It was reported that these electrodes had readings of greater than 40,000 ohms. It was unknown if there were any factors that contributed to the issue. The rep made sure that the patient¿s current programs were not using the affected electrodes. The impedance issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.